Event description:
The onetouch verio flex meter and onetouch verio test strips consistently give inaccurate and imprecise blood glucose results. For example, blood glucose tests results performed in rapid succession give results of 120 mg/dl, 178 mg/dl, and 131 mg/dl. This is only an example and has consistently occurred multiple times over the past year with multiple test strip bottles/lots and meters. Reference report: mw5148722.